Event description:
Customer reported the alarm continuously sounds even when weight is applied to sensor pad. The issue was discovered during set up, but the date of the event is unknown. No patient injury was reported.

Manufacturer narrative:
Results - evaluation of the returned product did not confirm the reported issue. The unit did not sound continuously and is silent when weight is applied to the sensor pad. The unit sounds properly when weight is removed from the sensor pad. However, the battery springs are bent and the battery door is missing. Also, there are scuff marks on the green over mold which has erased the serial number. (B)(4).